Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. Patient medical history was reported to include complex regional pain syndrome (crps). It was reported that the patient had an ineffective amount of pain relief even after multiple reprogrammings. The system was explanted and discarded by the customer on (B)(6) 2019. No further complications were reported.